Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and photos were not provided. X-rays were provided which show the two screws that are fractured. Additionally, 3 closure tops are seen to have backed out in the x-ray. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient or traumatic factors. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed to remove and replace two vitality screws that fractured post-operatively at s1 and s2 and were causing the patient pain. The screws' shaft were broken at the neck. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00426.

Event description:
It was reported a revision surgery was performed to remove and replace two vitality screws that fractured post-operatively at s1 and s2 and were causing the patient pain. The screws' shaft were broken at the neck. This is report one of two for this event.